Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 15 months ago. The vessels were reported as not tortuous or calcified. The iliac limbs of the stent graft were implanted in a crossed fashion. It was reported that the pt presented for a routine follow-up. The recent CT demonstrated that there was a type 3 endoleak which appears to be just below the flow divider. A 24 mm diameter aneurx aortic cuff was implanted to cover the area of concern and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Endoleak; lack of info, unk cause of endoleak.